Event description:
It was reported that a flow regulator set had a damaged regulator (control-a-flo). This occurred during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection of the returned sample confirmed a damaged regulator (white and blue part of regulator came apart). The reported condition was verified. The cause of the condition could not be determined; however, may be due to supplier material issue during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.